Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 - (B)(6) 2015 device evaluation: the lay user/patients meter has been returned on 3/6/2015 and further evaluated by lifescan product analysis on 3/10/2015 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a low/dead battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter displayed a battery indicator and would not power on. This complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issues occurred 3 weeks prior to contacting lfs. The patient detailed that she manages her diabetes with oral medication, diet and exercise and increased the dose of her medication in response to the alleged issues. The patient claimed that an unknown time after the alleged issues she developed symptoms of feeling ¿clammy skin, shaking and dizziness¿ however denied receiving any treatment. During troubleshooting the customer care advocate (cca) noted that the meter required new batteries. In addition it was noted that the meter powered on when the patient pressed the power button and inserted a test strip. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a hypoglycemic event after the alleged meter issues.